Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user discontinued ilet use after approximately three days due to persistent hyperglycemia, with morning blood glucose readings above 300 mg/dl, a reported peak of 600 mg/dl, ketone testing performed, and nausea, and the user reverted to prior insulin pump therapy and declined further troubleshooting. Symptoms included hyperglycemia and nausea. Outcomes included self-management without medical intervention or hospitalization, use of subcutaneous insulin as back-up therapy, and device return authorization. Investigation included complaint intake, review of high glucose details, and troubleshooting and education. Investigation of this case revealed no device malfunction identified and an unclear cause for hyperglycemia based on available information. It was concluded that the cause was inconclusive.